Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit shut itself off after fifty seconds. Analysis did find that the lower case was cracked. (B)(4).

Event description:
It was reported the device will turn itself off after 50 seconds; very similar to taking the battery out and letting it discharge only. This happens with a new battery in it. It was also reported this was found during preventive maintenance. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device will turn itself off after 50 seconds; very similar to taking the battery out and letting it discharge only. This happens with a new battery in it. It was also reported this was found during preventive maintenance. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.